Manufacturer narrative:
Plant investigation: the manufacturing documentation of the batch did not reveal any deviations or abnormalities. The complaint sample was not returned, however a photo was provided. The photo sent shows a crack in the material of the luer lock negative adapter of the venting line (venous). However, without the actual sample returned for evaluation, the cause of the defect could not be confirmed. The supplier for the purchased part has been notified of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the venous extension at the vent port was leaking blood. Upon follow-up, it was confirmed that there were no consequences to the patient and no medical intervention was required. The patient's estimated blood loss (ebl) was 10 ml. The tubing was clamped to stop the leak and the product was not replaced to continue treatment. The complaint sample is not available to be returned to the manufacturer for evaluation, however, a photo was provided.